Manufacturer narrative:
Date of event: (B)(6) 2019. Date of date: 12jul2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error machine and proximal pressure sensors failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
G4: 07oct2019; b4: 07oct2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Advised customer to replace the cable, (data acquisition) da, and the (gas delivery system) gds but unit still has issues. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error machine and proximal pressure sensors failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered.